Event description:
It was reported that the device will not operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control provided customer with the part number and ordering info for a replacement power supply. The device has not been returned to physio-control for eval. The root cause of the reported failure cannot be determined at this time.